Event description:
During a baxter evaluation it was found that a pump has a system error 105. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The unit was received with a system error 105 caused by a failed motor assembly. The motor assembly will be replaced.